Event description:
Customer reported hospitalization due to low blood glucose. The current blood glucose reading is 147 mg/dl. Customer was experiencing low blood glucose for a couple of days. The blood glucose reading at the time of the event was under 25 mg/dl. Customer stated that he was diagnosed with cancer three months ago. Nothing further reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.